Event description:
The customer stated that he tested his blood glucose and received a low reading of 24 mg/dl. While troubleshooting, the customer performed 2 normal control tests and received results of 27 and 17 mg/dl. The normal control range is 87-121 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.